Event description:
According to the physician, the harmonic scalpel made "a funny noise" when first activated. The physician was able to use during the case, but noted that "it felt different." Physician unable to explain further details. No harm to the patient. FDA safety report ID# (B)(4).